Manufacturer narrative:
Investigation is not complete. Add'l info has been requested from the surgeon. This report will be amended when the investigation is complete. This is the same event as 1043534-2006-00138, 00139.

Event description:
Allegedly, 1 1/2 weeks ago, pt began squeaking. X-rays showed head to be proud. At revision, allegedly found liner to be 28mm instead of a 32mm.